Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened dome switch on esc, act, up arrow and down arrow button. Connector was inspected and locked on lcd board. No button error alarm during testing. Insulin pump passed displacement test and self test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly and the buttons were unresponsive. Customer¿s blood glucose was unknown at the time of incident. No troubleshooting was performed. Insulin pump is being replaced and is expected to return for analysis.